Manufacturer narrative:
This report is based solely on the customer reported issue. Additional device and event information was requested and has not been received. This device is serviced by a 3rd party and will not be returned to sechrist for evaluation. Review of DHR 3500cp-g mixer sn (B)(6) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the device has blood inside, during an accidental situation that makes the device unfeasible to use. No patient injury was reported. The device has been decommissioned.